Event description:
It was reported that during implant attempt, the physician noticed the lead was bent/kinked approximately 15-20mm from the tip, but said he would attempt to implant it anyway. When he tried to position it in the rv septum, the bend prevented him from being able to fixate it to the septum. This lead was removed and not used. A new lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted there is blood in/on the helix/lobe mechanism. The distal end of the lead is distorted as described in the reason for the lead not being implanted. There is not a specification on lead straightness.